Manufacturer narrative:
Investigation findings will be submitted to the FDA once conmed electrosurgery has evaluated the returned, suspect device.

Event description:
When the conmed abc probe was wiped off, the sharp/needle pulled out of the probe tip. The probe was not used afterwards. No reported pt injury.